Event description:
It was reported that the drill broke off during use.

Manufacturer narrative:
Please note the correction to h6 health impact codes. The device has not been returned for inspection, as it was discarded by the hospital. Two pictures were received, confirming the reported event. It must be added that the lot numbers are not visible on the photos. It was not possible to perform a complete investigation based on the photos alone. The return of the device would have been required. Therefore, the root cause of the breakage could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the drill broke off during use.